Event description:
Catheter had fractured or sheared in such a way that the distal segment remained in the subarachnoid space. Pt had history of 2 implants by another health care providers. Residual catheter fragments are causing no symptoms at this point. A supplemental medwatch will be filed when additional info is received.